Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and determined the power supply needs to be replaced. The customer declined to have the ventilator repaired.

Event description:
Report received that, during patient use, an 840 ventilator shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.